Event description:
It was reported that the closurefast 7f 100cm catheter was used to perform radiofrequency ablation of the right great saphenous vein. A follow-up ultrasound identified a kabnick class 1 endovenous heat-induced thrombosis extending flush with the saphenofemoral junction. The patient later attended the accident and emergency department and underwent computed tomography, which identified pneumonia and a small pulmonary embolism, and the patient was hospitalized. The patient was treated with anticoagulation using eliquis (apixaban) 10 mg twice daily for 1 week, then 5 mg twice daily ongoing. Currently still on eliquis 5mg twice daily.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.